Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) due to undersensing. Upon review, there was no significant delay to therapy. Seven 41j shocks were delivered and the arrhythmia was converted. This ICD remains in service. No adverse patient effects were reported.